Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pivo¿ needle-free blood collection devices inner flow tube extended past the end of the body. The following information was provided by the initial reporter: "inner flow tube extends past end of body."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received three samples from lot number 040622-03, material # 202-0005. Two of the samples were previously opened, one remained sealed. The examination of unit #1(unsealed unit) found the catheter tip to extend past the tip of the device with the slider fully retracted. The polyimide tubing was found not fully seated into the slider clamp. The reported issue was confirmed. This was determined to be a manufacturing related issue that may occur if the inner flow tube is not fully loaded onto the jig bar or moving after loading. The packaging that came with the unit did not contain the cap cover however since the unit was received open, it could not be determined if this was a manufacturing issue, or the cap went missing as packaging was opened. The second sample unit #2 (unsealed unit) did not contain the cap in the packaging. Since the packaging was received open, it could not be determined if the cap missing was manufacturing related or happened in the user environment. Representative sample unit #3 was received sealed. The cap was not attached over the pivo device, and the slide clamp was not attached to the extension tubing prior to opening. Further inspection of the top of the pivo device showed damage to the area where the cap cover seats, with the tip of the device being slightly bent. The catheter tubing did not extend past the tip of the device with the slider fully seated. When placing the cap onto the device it was able to fully seat and lock. The report of the "cap loose" was confirmed for this sample as well as the adapter (connector) being defective / damaged. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd pivo¿ needle-free blood collection devices inner flow tube extended past the end of the body. The following information was provided by the initial reporter: "inner flow tube extends past end of body".